Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical and manufacturer's device investigations.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support to report drain complication alarms and stated that the patient was recently admitted to the hospital for edema and pain on (B)(6) 2015. Upon follow up with the patient's pdrn, she confirms that the patient was admitted to the hospital for fluid overload. However, she believes that this is related to the patient's out of control high blood sugars (300+), low albumin levels, and the fact that she is absorbing the fluid of the last fill. She cannot say for certain that the cycler slow drains did not contribute to the event. Currently, the patient's insulin is being adjusted, the low albumin issue sis being addressed, and the patient will no long have a last fill. The patient remains with the ccpd program. The patient's medical records were requested.

Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following: based on the 28 pages of medical records and information obtained from verbal reports. This patient was hospitalized from (B)(6) 2015. Patient presented to the hospital with pain, edema and hypertension. The patient's admitting diagnoses were esrd on hemodialysis, intractable pain and myositis. Patient's pain was determined to be diabetic polyneuropathy. The pdrn believed that the patient's fluid overload was related to the patient's out of control high blood sugars, low albumin levels, and the fact that she is absorbing the fluid of the last fill. Peritoneal dialysis flow records do not indicate any lipv. Medical records do not indicate any causal relationship between the patient's liberty cycler and the patient's hospitalization. Medical records reveal that other contributing factors were contributors to the patient's edema such as her chronic diastolic congestive heart failure, coronary artery disease and end stage renal disease.

Event description:
The following is from the patient's medical records provided by the treatment facility patient is a (B)(6) female who presented to the emergency room on (B)(6) 2015 with chest pain, edema, nausea, vomiting, diarrhea and body aches. Patient's pain started acutely three days prior to this patient had been experiencing left lower extremity swelling, followed by right lower extremity swelling, followed by pain on the bottom of her feet making it - difficult to walk then, pain that spread all over her body. Patient was also hypertensive. A pulmonary embolism was ruled out and the patient's body weakness and pain were attributed to diabetic polyneuropathy. Patient's insulin was adjusted to treat her poorly controlled high blood sugar. Patient was discharged (B)(6) 2015.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: external visual inspection found there were no indications of dried fluid within the cassette compartment or underneath the mushroom heads. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudopatient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. There were no fluid leaks in the test cassettes during the treatment tests. The valve actuation test, system air leak test, and patient sensor calibration check passed. The load cell verification was within tolerance. Internal inspection show indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.